Event description:
The customer reported the ventilator went vent inop, and alarmed during testing. The ventilator was not in use on a pt at the time of the reported problem. Vent inop, when in use, will stop providing ventilatory support to the pt.